Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer reported via medwatch report that trocars were leaking. The staff changed out the trocars. In all, there were three products that failed. Additional information and product sample have been requested. No additional information has been received to date.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there were 20 additional complaints for the reported issue. Two opened trocar assemblies were received for evaluation. The returned samples were visually inspected and were found non-conforming with open valves. The evaluation of the samples could not determine the cause for the valve condition. The exact root cause for this complaint is unknown. An investigation has been opened in order to determine the root cause for this valve condition. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history record (DHR) review for each of the trocar component lots was conducted. According to the DHR reviews, two lots were reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The DHR review did not point to a root cause because the lot was reprocessed, and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history review. No additional anomalies were identified. No additional investigation is required based on DHR. A complaint history examination indicates that this is the fifth complaint received against the trocar component lots for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No sample was returned and the DHR review indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. In order to improve performance of the valves an internal investigation has been opened. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. The manufacturer internal reference number is: (B)(4).